Manufacturer narrative:
Correction to include the selection of adverse event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep reported that the patient experienced a tingling sensation in their hand after putting a magnetic name badge directly over the ins. This event occurred 1-2 years ago. No other information was available. No further patient complications have been reported as a result of this event.